Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the temporary pacemaker was turned on at a rate of 70 due to the patient being bradycardic at a rate of 50. The temporary pacemaker was turned off post implant and the patient developed complete heart block. An electrophysiology (ep) was consulted and a dual chamber pacemaker was successfully implanted with no adverse patient effects.

Manufacturer narrative:
Additional information received with the patient's name and weight was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device will not be returned as it remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. However, conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the im plant of a permanent pacemaker.